Event description:
It was reported, the patient had lost 40 pounds since she had her implantable neurostimulator (ins) implanted in (B)(6) 2009. It was reported that whenever, the patient turned the ins on, it poked her or was ¿sticking out¿ and was painful. It was reported that last night was the worst night. It was reported that the pain wakes the patient up in the middle of the night and sometimes gets to the point where the patient cannot sit and has to lay on her side. It was reported these issues began in the last 6 months. The patient reportedly could put her fingers around the ins and it moved freely. It was reported, the patient had not seen the physician regarding the issue. Additional information received reported, the patient¿s current pain physician did not know about the ins. Additional information has been requested, but it was not available as of the date of this report

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).